Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user¿s blood glucose increased to 181 mg/dl after a large restaurant meal, then subsequently decreased to 124 mg/dl. The user noted announcing both a more-than-usual and a usual meal though this still was not enough to cover the carbohydrate intake of the meal. Education was provided on the algorithm and meal announcements. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem of incorrect meal size. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.